Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The customer reported via phone that a vapr s90 4.0mm with integrated hand piece started sparking during the case but stated that the device was not in contact with the patient when it sparked. The case was completed with another like device. There were no patient consequences or delays. The device was activated in the patient. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the active tip showed signs of activation. There is a slight burn mark on the 3-4 o clock position of the active tip. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline. The electrode had displayed sparking occurring at the burn mark of the active tip, confirming the complaint. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints from this lot of devices that were released to distribution. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer reported via phone that a vapr s90 4.0mm with integrated hand piece started sparking during the case but stated that the device was not in contact with the patient when it sparked. The case was completed with another like device. There were no patient consequences or delays. The device was activated in the patient. The device will be returned for evaluation.

Manufacturer narrative:
This report is being filed to document the receipt of the complaint device at depuy synthes mitek on february 16, 2017.